Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system has a history of over-sensed noisy signals and low amplitude measurements, due to a suspected electrode fracture. However, at a recent follow-up, the device was unable to be interrogated. The physician subsequently elected to explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. Both products are expected to be returned for analysis, but have not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system has a history of over-sensed noisy signals and low amplitude measurements, due to a suspected electrode fracture. However, at a recent follow-up, the device was unable to be interrogated. The physician subsequently elected to explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. Both products were received for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be successfully interrogated and a memory download was performed successfully. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.